Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient complained about nine infusion sets kinked cannula within 3 hours of insertion on (B)(6) 2024 at abdomen, which cause the patient's blood glucose was elevated to 260 mg/dl. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.